Event description:
Pt received medical treatment for hypoglycemia. Suspect device was being worn at the time. No further info is available at the time of this report. Device was not returned for evaluation.